Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that when the device was returned for investigation the transmitter head was cracked at different locations and unable to confirm the settings. Although it is not possible to determine the root cause for the cracks found, it might be possible that the user may have dropped it, causing the actual damages and the difficulty reported. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Sales rep called and informed that: "vpv programmer has been in use for the last two years without any issues. However, the last time that it was used, it could not confirm the settings. Patient was taken to the x-ray to verify setting. X-ray confirmed that the selected setting was correct. No adverse consequences to the patient were verified. Please send a new vpv programmer to the customer".